Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur.